Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was observed to be torn at the arrow buttons. The screen scrolled without any button presses. The up, down, and ok buttons were not responding to presses. The keypad was removed and the down arrow button contact was found to be misaligned; the down arrow button was reseated and the buttons responded appropriately.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly not responding when pressed. The reporter claimed no signs of peeling or damage to the keypad. There was no adverse event associated with this complaint.